Event description:
When the plunger is pulled it will not stayed pulled. Another syringe the measurements are smaller than usual. Customer dropped off two syringes at (B)(6) which replaced an entire box for her but did not have any further information from the box.follow up: eva (pic) called in reporting the issue. Due to (B)(6) replacing the product for the customer, a replacement will be sent to the pharmacy.